Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the pt experienced shadowing in vision. The lens was exchanged for a monofocal lens. The nurse indicated the pt has a history of refractive surgery. Add'l info was received from the nurse/clinical director who reported the event resolved with treatment. It was indicated that an unapproved viscoelastic was used. The nurse reported that, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info indicated use of an approved cartridge/handpiece combination for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The viscoelastic used is not approved for use with this lens model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).